Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 325 mg/dl, 141 mg/dl, 220 mg/dl, and 151 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.